Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping or scroll bar anomalies were noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and the device had an unresponsive button and. The customer's blood glucose was 179 mg/dl. The customer stated that they were working outside in a lot of heat and they kept the insulin pump in their shirt pocket. The discontinuation of the device was advised. Nothing further was reported.